Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure and line cord were damaged/dirty. The enclosure was also cracked underneath the drain fitting. The water tank was stained and dirty. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking water at drain valve) was confirmed. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported the device was leaking water at the drain valve. No patient injury or complications were reported in relation to this event.